Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was due to the defective battery. The reported problem is confirmed. The device was operational after defective battery is replaced with a new one. The investigation concludes that no further action is required at this time.

Event description:
It was reported there was a power failure. There was no patient involvement.